Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report: 1627487-2018-04989. It was reported the patient desired to have her system explanted due to ineffective pain relief. Surgical intervention is planned to address the issue.

Event description:
Related manufacturer reference numbers 1627487-2019-07128, 1627487-2018-04989. Additional information revealed that the entire system was explanted.